Event description:
A malfunction was reported, identified by the code "malf 12," indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue arose again. The customer acknowledged and understood the instructions.